Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a patient fixture test platform (pftp) where the fiber test was found to be failing on the parallelogram, replicating the reported event. Once testing was completed, the parallelogram fiber was tested and verified to be the source of the fault.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, user informed the technical support engineer (tse) that they encountered multiple startup faults on arm 4. The tse reviewed logs and found error 32097 associated with the arm 4. The procedure was completed as planned with no reported injuries.